Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that ¿it is not working.¿ the patient clarified ¿he has to straighten out, arch his back and throw his head straight back for it to work.¿ the patient reported that he was in pain and this was the only way he got relief from the device. The patient reported that the doctor x-rayed him and found nothing wrong with the leads. The patient reported that the doctor contacted somebody from the manufacturer, but the patient or doctor never heard back. There were no falls or traumas that could be related to the issue. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) and the patient. The hcp reported that the cause of the ins not working in certain positions was due to patient compliance; the action taken to resolve this included proper positioning and the hcp noted that the issue was resolved. The patient reported that there were no circumstances that led to the ins not working, it just stopped working the way it did when they first got it. The patient stated that nothing had been done to fix it and the issue was not resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient¿s device was still not working right and that they were waiting with the health care provider for some assistance with the device. There were no further complications reported.